Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 82 mg/dl, 370 mg/dl, 319 mg/dl, 206 mg/dl, 207 mg/dl, 164 mg/dl and 131 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits and reader were reviewed. The dhrs showed the fs libre sensor, fs libre sensor kits, and fs reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Section describe event or problem was incorrectly documented in the initial MDR report indicating a problem with the meter. Section has been modified to reflect issue with sensor.

Event description:
Customer reported receiving erratic readings on their freestyle libre sensor. Customer reported receiving readings of 82 mg/dl, 370 mg/dl, 319 mg/dl, 206 mg/dl, 207 mg/dl, 164 mg/dl and 131 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.